Event description:
It was reported that during a lobectomy procedure, the 5th cartridge was reloaded to device, but just fired partially. The 6th cartridge was reloaded, but still fired partially. The 7th cartridge the same situation. The procedure was completed by sutures. No patient consequences were reported.

Manufacturer narrative:
Conclusion: damaged pinion axle. Evaluation summary: the device was received with the firing trigger stuck halfway in the closed position and with a cartridge loaded in the instrument. The cartridge was received partially fired and was noted to have the lockout tab normal. The returned instrument was found to be non functional as the firing mechanism was noted to be damaged. The instrument was disassembled to verify condition of the internal components and the left shroud pinion axle support was found broken. No functional test could be performed due to the condition of the instrument. Cartridge b batch # c5gi7m, 6r45b, partially fired, lockout normal. Cartridge c batch # c5g71, partially fired, lockout normal, 6r45w.